Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 & 2.2 keep dropping off with bus not being detected. The field service engineer suggested that the drawers needed to be replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.